Manufacturer narrative:
Concomitant products: 7427 pain stim ipg implant date: (B)(6) 2004; 3888-33 pain stim lead implant date: (B)(6) 2003; 7495 neuro extension implant date: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 7427 pain stim ipg implant date: (B)(6) 2004; 3888-33 pain stim lead implant date: (B)(6) 2003; 7495 neuro extension implant date: (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing during episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.